Manufacturer narrative:
The electrical resistance of the heater wire in the inspiratory tube of an rt206 adult breathing circuit as tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of events involving open circuit heater wires in adult breathing circuits has a rate in the last year.

Event description:
A hospital reported via a distributor that the heater wire alarm on the humidifier base sounded right after the hospital staff started using an rt206 adult breathing circuit. This event occurred during patient use. No patient consequence was reported.